Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a dexcom g6 continuous glucose monitoring sensor paired with an ilet device repeatedly cycled between pairing and start sensor without entering warmup, which was attributed to an incorrect sensor insertion; a subsequent new dexcom g6 was successfully paired and entered sensor warmup. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose. Investigation included troubleshooting and user education on correct pairing and sensor start procedures. Investigation of this case revealed a pairing failure associated with the cgm sensor setup, with no ilet device malfunction identified. It was concluded, based on previously established findings for similar reports, that user setup error was the most likely cause.